Event description:
In 2009, pt reported the infusion device does not give stop notification. He states this has occurred 4 times over the past 2-3 months. Pt reports he forgot to place infusion device in run mode following insulin cartridge change over approximately 2 1/2 hours prior to the call, and his blood glucose elevated to 331 mg/dl. He states the alert signal was not present. Pt reports he also did not bolus for dinner. Target blood glucose is 120 mg/dl. Pt states he realized the infusion device was in stop mode after seeing stop sign. He reports he started the infusion device and bolused as a correction. Had pt place infusion device in stop mode; stop alert was present during call. Pt states infusion device was not beeping before. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.